Manufacturer narrative:
According to the field, the patient will continue to be monitored and no changes have been made to the s-ICD. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have prematurely depleted due to the s-ICD having numberous charged events, including one episode that resulted in an inappropriate shock. At this time, no intervention has been performed and the s-ICD remains implanted and in service. No adverse patient effects were reported.